Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis was unable to confirm the customer reported complaint, as the instrument is not manufactured with a spring at the distal or proximal ends. However, visual inspection was conducted and found one grip cable to be broken and a segment of the cable was found to be missing. The missing cable segment was not returned with the instrument. The broken cable prevented the instrument's jaws from opening/closing properly. Investigation also found that the instrument's pivot pin was broken, which may be related to the cable breakage, as the type of loading that could cause the breakage would tend to increase tension on the grip cables. A load that is high enough to break the pivot pin would also be likely high enough to break the cable. It was concluded that breakage of the pivot pin was likely due to mishandling/misuse. Based on the additional information obtained, this MDR report is being retracted since the failure mode was due to misuse/mishandling and not due to a malfunction of the instrument.

Manufacturer narrative:
The stapler 45 instrument has not been returned to isi for failure analysis evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be if additional information is received. Isi has conducted a device history record (DHR) review for these devices and did not find any non-conformances that were related to the reported event. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci assisted lar procedure a spring from the stapler 45 instrument is believed to have fallen into the patient. The spring was retrieved from the patient. It is unknown was cause or contributed to the spring falling into the patient. There was no patient harm, adverse outcome or injury to the patient. While there was no patient harm, adverse outcome or injury reported, recurrence of the reported failure mode could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted low anterior resection (lar) procedure a spring from the stapler 45 instrument was observed to have fallen into the patient. The spring was retrieved from the patient with an unspecified laparoscopic grasper instrument. There was no patient harm, adverse outcome or injury to the patient. On 06/26/2016 intuitive surgical, inc. (Isi) obtained additional information from the site's isi clinical sales representative (csr). According to the csr, she was not in the or when the reported issue occurred. However, she was told that after a low pelvic firing (1st fire) on the patient's sigmoid colon, the site remove the stapler 45 instrument and installed a replacement blue stapler reload; however after the instrument was calibrated and advanced into the patient, it was noted that jaws of the stapler 45 instrument would not close. The site removed and re-installed the instrument however, the issue recurred. The site removed the instrument and re-adjusted the stapler reload, however, the issue persisted. The surgeon made the decision to use a 3rd party handheld stapler instrument because they did not have a backup stapler 45 instrument to complete the transection of the patient's tissue. According to the csr, during use of the 3rd party stapler instrument, it was noted that a spring had fallen into the patient and is believed to be a component from the stapler 45 instrument. The spring was removed with a laparoscopic grasper instrument of an unspecified type. There was no patient harm, adverse outcome or injury to the patient due to the instrument piece falling into the patient.